Event description:
Upon performing short self test on avea ventilator, device noted as frozen and not functioning. Manufacturer response for avea ventilator, avea (per site reporter): we will be contacting the carefusion service rep today to get his thoughts on follow up inspection.